Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5928w. Investigation summary: the analysis results found that one ec60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 1/2 with the cartridge deck damaged. Furthermore the anvil knife slot and knife were noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain how the stapler jammed? Did the device lock-out (no staples deployed and no cut line started)? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that the stapler jammed. No other information is known at this time. No patient consequence reported.